Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed out supplies to resolve issue. There was not adverse impact to the customer¿s blood glucose level.